Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the instrument channel port of the device was worn out. The user completed the procedure by using the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. This event occurred when the endo-therapy accessory or the metal part of the cleaning brush interfered with the instrument channel port when the endo-therapy accessory or the cleaning brush was inserted or removed. The instruction manual of the subject device states the corresponding method in case of an abnormality.